Event description:
The patient's mother reported that her daughter received several bolus doses that were not programmed by the user on (B)(6) and (B)(6) at school. From 1:24 pm on (B)(6) to 1:38 pm on (B)(6) there were reportedly three unprogrammed doses delivered. She reported that the daughter had a blood glucose level of 36 mg/dl and was treated by the school nurse at 2:50 pm on (B)(6). Then there were reportedly four unprogrammed doses delivered between 1 and 2 pm on (B)(6). She says that her daughter experienced hypoglycemia again on (B)(6) at 2:30 pm with a blood glucose level of 41 mg/dl and was treated by the school nurse again. She says that by 3 pm her blood glucose level increased to 85 mg/dl. She says when she arrived home at 3:45 pm the patient's blood glucose level was down to 64 mg/dl and she was able to treat her with a snack and glucose tablets. The reporter denied contacting an hcp. She also said that the meter remote was in the nurse's office and not with the patient when the unprogrammed bolus doses were allegedly delivered. The pump's bolus history and total daily dose history were reviewed with the reporter. The alleged unprogrammed bolus doses were in the pump history. The total daily dose for (B)(6) by the afternoon when the reporter called animas was 24.616 units. On (B)(6) the total was 31.072 units, on (B)(6) it was 28.562 units, and on (B)(6) it was 26.556 units. This complaint is being reported because the pump reportedly delivered unprogrammed bolus doses and the patient subsequently had blood glucose readings indicative of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was observed in the black box or download history. The bolus history verified the reported boluses occurred. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No unprogrammed boluses occurred during testing. A 10 unit normal bolus and a 10 unit audio bolus were programmed successfully and were recorded accurately in the pump history. No damage was found to be buttons and all buttons were found to be responding appropriately. The keypad was removed and no button contact defects were found. No delivery related defects were found during testing.